Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke).

Event description:
During the index procedure, one endeavor sprint over-the-wire (otw) drug-eluting stent was implanted at the proximal lad. It is reported that a dissection occurred, which required the placement of a second endeavor sprint otw stent. Investigator indicated a definite relationship to the study device. It is reported that the pt recovered with treatment. A staged procedure of the mid lcx was carried out 2 days later. One endeavor sprint otw drug-eluting stent was implanted. A staged procedure of the 1st obtuse marginal was carried out on the same day. One endeavor sprint otw drug-eluting stent was implanted. Approx 7 weeks post index procedure, the pt presented to the ER with speech difficulties, confusion and seizure. A CT head scan showed a right frontal hemorrhagic stroke. Fresh frozen plasma was administered. The investigator assessed that there was no relationship between the event and the study device and a possible relationship to the study drug. Pt was discharged four days later and is continuing with treatment. No other clinical sequelae were reported. Reference MFR report numbers 2953200-2011-00093-1, 9612164-2011-00086, 9612164-2011-00087.